Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer's adc freestyle libre sensor detached after 1 day of wear. Customer experienced symptoms of "hypertension" and was administered an injection of insulin by his mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported the customer's adc freestyle libre sensor detached after 1 day of wear. Customer experienced symptoms of "hypertension" and was administered an injection of insulin by his mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.